Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since implant they have felt their fluttering fluctuate, raise and lower, even while on the same stimulation setting without moving. Patient confirmed they felt the fluttering more intensely while laying down. Patient stated they had worked with their healthcare professional (hcp) to adjust their stimulation settings, but in their mind the fluttering never changed. Patient stated they requested their hcp turn off their device. Patient mentioned it had been shut off for many years and now they were considering having their device removed. Patient confirmed they have not experienced any falls or traumas. Reviewed therapy expectations during call.